Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for a stoma site infection. Two stoma site cultures were performed; first culture resulted in detection of proteus bacteria and the second culture was positive for e.coli bacteria. The patient was treated with unknown intravenous antibiotics. On (B)(6) 2021 it was reported that the patient continues to have granuloma at the stoma site. The patient is being treated with topical ointment, diprogenta twice daily. The patient will have peg replaced on a future date.